Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a minimal invasive chevron akin surgery the screwdriver broke, while inserting the screw. All pieces of the damaged instrument were removed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed as the visual evaluation of the received ar-8787-37 with batch 1392307 revealed that the tip of the device had broken off (see evaluation picture 3). A functional test was not performed due to damage to the device. The device's overall length was measured according to drawing c16684, revision 7. Drawing specifications: 3.74 + 0.01/-0.02 inches results: 3.68 inches. The device is shorter due to the breakage (see evaluation picture 4). The most likely cause of the reported and observed failure is a user error. Including excessive force, misalignment of the insertion, and overtorquing. The device was manufactured in 2023. E. Inspection and maintenance 1. Arthrex non-sterile devices are precision medical devices and must be used and handled with care. Inspect the devices for damage prior to use, and at all stages of handling thereafter. If damage is detected, do not use the device prior to consulting the manufacturer for guidance.